Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient dr.(B)(6), the cardiosave intra-aortic balloon pump (iabp) the staff had just switched the patient over to a back up pump for the second time today due to an overtemperature message. Physician was asked about patient and revealed patient had been tachycardic all day, though it has gotten better and had been on a blair hugger on. Physician was informed that tachycardia and the heat from the blair hugger could be contributing to the alarm. It was recommended that the customer try to position the back side of the pump away from the blair hugger and make sure there is good circulation around the device. There was no patient harm reported. This was the first pump used. Related complaint # is (B)(4). Related complaint : tw: (B)(4). Onesupport::(B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (name: josh pilarcik, occupation: biomed, contact: (B)(6). Dr ebersbacher called a getinge field service engineer (fse) because the staff had just switched the patient over to a back up pump for the second time today due to a over temperature message on the cardiosave pump. He wanted to know if they were doing something wrong.so fse asked about the status of the patient and it was revealed that the patient has been quite tachycardia all day, though it has gotten better. Also, the patient had a bair hugger on. Fse explained that both the sustained tachycardia and the heat from the bair hugger could be contributing to the alarm. Fse recommended they try to position the back side of the pump away from the bair hugger, and make sure there is good circulation around the device, they said the pumps were tagged and sent to clinical engineering. Fse have not received a service call on the reported issue,so if new information and/or device were available, the file would be reopened and updated. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).